Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set tubing had a crack on (B)(6) 2025. It was also reported that the patient was hospitalized on (B)(6) 2025 for less than 24 hours and patient blood glucose levels while admitting the hospital was 474 mg/dl, therefore patient had visited emergency room (ER) and received manual injection of insulin. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary, revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003429, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003429 was manufactured according to the work instruction (wi) version 15 and packaging in the multivac m10 on 04-oct-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3j02873 was manufactured according to the wi version 10 and manufactured in the machine lc02, on 24-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.